Event description:
It was reported that the patient experienced a low glucose episode last reported at 56 mg/dl after announcing the same dinner twice, which led to excess insulin delivery; the event was addressed with oral glucose and guidance on proper meal announcement procedures, and the user interface was the device component involved. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included an unexpected medical intervention in the form of medication treatment with oral glucose. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically duplicate meal announcements, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.